Event description:
Home pt (hp) contacted baxter's tech service center for assistance during apd therapy. Hp reported "leaking supplies/machine" as solution was noted on table. Reportedly, at time of call, the hp had already removed the supplies from the homechoice machine and was unable to determine the source or location of leak. No additional info available.